Event description:
Customer reported experiencing a high blood glucose event, though the exact level was not specified and was displayed simply as "high." Cause was not known. To resolve the high glucose issue, the customer administered a correction bolus using the pump and confirmed the control iq feature was active. Customer experienced frequent occurrences of high blood glucose and was referred for further assistance by the support team.